Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station would occasionally not detect drawers on bus, and the only way to recover was by rebooting the system. A field service engineer turned off ipv6, configured the power management settings for the network adapter and turned off the station's firewall. The device was tested and confirmed operational.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawers failed, preventing users from accessing medication before a procedure. The customer stated that there was a delay in sedating the patient and they were able to retrieve the required medication by rebooting the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1 d3, d5, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-oct-2021 to 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system drawers failed. A field service engineer turned off ipv6, power management, net adapter, turned off the firewall and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device

Event description:
It was reported by the customer that a pyxis anesthesia es system drawers failed, preventing users from accessing medication before a procedure. The customer stated that there was a delay in sedating the patient and they were able to retrieve the required medication by rebooting the station. There were no adverse events or injuries reported based on this event.